Event description:
"Pt was a newborn, transferred to children's hosp on 5/28/96, after an emergency delivery by cesarean section at another hosp. She had meconium aspiration syndrome. An umbilical arterial catheter was placed on 5/28 for monitoring blood gases and arterial blood pressure. It was removed on 6/11/96. Abdominal ultrasound (6/20/96) showed the presence of a thrombus in the left renal artery. The thrombus was felt to have probably originated at the site of the umbilical arterial line. Perfusion scan showed decreased function of the left kidney. The right kidney appeared normal. It is likely that she will have only one functioning (right) kidney."